Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a syncopal episode, the first episode since having their implantable pulse generator (ipg), that they were at the emergency room, where the nurse said they needed to get a device check before going on a long bicycle journey. The device remains in use. No further patient complications have been reported as a result of this event.